Event description:
A customer contacted baxter global technical services regarding an unrelated alarm during use of the homechoice device. The alarm occurred during fill one of five while the patient was connected. During troubleshooting, it was noted that the care giver (cg) had attempted to connect the drain line to the patient instead of the patient line, resulting in air entering the patient line. The technical service representative reviewed proper procedures with the cg. The patient would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and a device analysis could not be completed. An improper connection and/or misconnection attempt resulting in air in the patient line is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.